Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for analysis. The submitted log file a6110816 contained data spanning approximately 11 days (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured a no external power alarm on (B)(6) 20021 at 23:40:31 to 23:40:32 as well as (B)(6) 2021 at 19:32:05 due to a loss of external power from the mpu. During this time, the rsoc voltage in both power cables as well as the bus voltage were lower than the expected values. The system controller went into power save mode and the pump function was not affected. The alarms resolved when external power was restored to the mpu. Multiple requests were made to obtain additional information about the reported event such as the serial number of the mobile power unit, if the mpu had a v-lock connector on the ac power cord, if it is known if the power cord came loose at the wall/outlet or the back of the unit, if there were any environmental circumstances that would have affected the ac power at the time of the event, and if any products will be retuning; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The mpu was delivered to the customer on 05sep2017. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic with multiple low voltage advisories and some no external power on (B)(6) 2021 and (B)(6) 2021. The patient stated they had new batteries and clips and were cleaning things appropriately. The log file captured no external power/ low battery hazard events on (B)(6) 2021 and (B)(6) 2021. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The voltages were normal when connected to the mpu so there did not appear to be any issues with the controller.